Event description:
Asr revision to take place on (B)(6) 2013 incorrect see below; asr xl - right; reason(s) for revision: pain, possible component loosening (cup). Update received 21st january, 2014. Revision confirmed to be postponed. New boxes completed. Update - amended revision date. Taken from updated scf and claimsuite both dated 28th dec 2014. Date of revision: (B)(6) 2015. Update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated 6th feb 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update aug 18, 2017: email notification from kennedys received. Updated doi and lot numbers of cup and head. This complaint was updated on aug 23, 2017.

Manufacturer narrative:
Asr revision to take place on (B)(6)2013, incorrect see below. Asr xl - right, reason(s) for revision: pain, possible component loosening (cup), update received 21st january, 2014. Revision confirmed to be postponed. New boxes completed. Update - amended revision date. Taken from updated scf and claimsuite both dated 28th dec 2014. Date of revision: (B)(6)2015. Update - received confirmation that revision has taken place. Taken from (B)(4)spreadsheet dated 6th feb 2015. Update aug 18, 2017: email notification from (B)(4) received. Updated doi and lot numbers of cup and head. This complaint was updated on aug 23, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.